Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-11033. It was reported, the pt stopped maintaining the ipg as recommended due to experiencing heating at the ipg site while recharging. As a result, the ipg is non-functional and can no longer communicate with the charger or programmer. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.